Event description:
When contacted for follow up information, the patient reported that they did not remember what was discussed and could not answer follow up questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that one of the wires had gotten loose and the device was not giving the patient much relief. Patient said they met with the health care professional (hcp) and manufacturing representative (rep) about two months ago and they suggested the patient have a procedure to correct the lead. Patient was redirected to follow up with health care professional (hcp) to discuss what procedures involves. Patient asked how many leads she can have, it was reviewed that patient can have up to 2 leads. Patient said her device was implanted for pain in her head, shoulder and neck. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-may-30. It was reported that the patient was having excruciating pain in her hip where the implantable neurostimulator (ins) was implanted. Their healthcare professional (hcp) thought that the lead might have been a bit longer and might have moved which was noted to be usual. The patient then reported that their hcp said the patient might need to be opened up near the battery in her hip. Since experiencing the hip pain, the patient noticed that their head pain increased as well and she experienced a 50% reduction in symptoms with the therapy. There were no further complications reported or anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported they had a follow up appointment on (B)(6) 2017 and were still sore in their hips, up the spine and in their head since implant. At the appointment on (B)(6) 2017, they had a manufacturer representative perform reprogramming to expand the stimulation because they were feeling relief on one lead but not the other. They stated they could feel vibration after the reprogramming but the next day they were still in pain even though they were feeling stimulation on the right side. They also stated they were still not feeling stimulation on the left side but they were not in as much pain on the left so it wasn't as bothersome to them. Additionally, they stated the pain was going up in their head, and if they go any higher then they were in more pain than before. They noted that on the day of the report they were only able to increase stimulation by whole numbers when prior to the reprogramming they could increase by 0.5 volts. The patient was walked through how to use the programs and groups on their device, and tried increasing both programs but it did not resolve the issue. They were redirected to their doctor.

Manufacturer narrative:
Correction: intervention required should not have been checked in initial reg report.

Event description:
Additional information received from the reporter that the patient had a loss of pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.